Event description:
During surgery tip of craniotome drill attachment broke off and was retained between skull and dura. This was not discovered until patient was in recovery unit. Decision was made not to do surgery to remove the fragment.